Event description:
It was reported that on or about (B)(6) 2010 a miniarc sling was implanted to treat the plaintiff's pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the attorney for the plaintiff that as a result of the implanted mesh the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury," and has suffered "severe and irreversible injuries, conditions, and damage." It was also alleged that the plaintiff has had "medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.